Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a laparoscopic rectosigmoid resection, with the release of the colic artery, the scissors insert cev605-1 350mm dia 5mm (cev605-1) scissors broke while cutting the artery. Additional information received by the customer reports that there was an increase in surgical time of less than 30 minutes to retrieve the broken pieces, and the surgery was completed without any complications. There were no reports of injury or death, or additional tests carried out during the procedure.

Manufacturer narrative:
Additional information-root cause analysis: the breakage may result from an impact or excessive force applied to the instrument during use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The scissors insert cev605-1 350mm dia 5mm (cev605-1) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: investigation findings showed a breakage at the heel of the blade. The blades do not appear to have been used to cut unsuitable material. The investigation does not show any material problem. The steps of the manufacturing instruction were respected. Root cause analysis: analysis of the incident has not identified a specific cause. To date, there is no evidence to suggest that this incident is linked to a systemic failure or a recurring trend. This is therefore an isolated case.